Event description:
A product liability claim has been raised out of the use of a zimmer mmc cup. It was reported that the pt received a zimmer mmc cup 60mm/52mm code r on the left side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2013 due to pain and "inflammation concern from the pt". No distinct adverse tissue reaction were present according to the surgeon's visual assessment of the joint.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).